Manufacturer narrative:
(B)(4). Eval results: (perforation, death, conversion to surgical repair, endoleak); (severely fragile vessels, severe calcification and mild tortuosity, distal iliac angulation); (balloon). Conclusions: (severely fragile vessels, severe calcification and mild tortuosity, distal iliac angulation); (balloon).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 7 cm diameter abdominal aortic aneurysm. The vessel morphology was reported severely fragile vessels, severe calcification and mild tortuosity. The stent grafts were implanted. Upon the final angiogram, there was a distal type I endoleak in the contralateral limb noted, (did not seal) due to the angulation (25 degrees) of the iliac limb at the end of the stent graft. (MFR report# 2953200-2011-00940). The physician implanted another device; however, that also had a type I endoleak that did not resolve. (MFR report# 2953200-2011-00941) (did not seal). The physician ballooned with an angioplasty balloon (unknown brand but not medtronic) and the vessel was perforated. (MFR report# 2953200-2011-00939). The physician surgically opened the pt to sew in another manufacturer's graft; however, the pt's vessel were so severely diseased the vessel wall continued to perforate. The physician stated the vessel wall was very thin, like tissue paper. The pt expired during the open repair to repair the dissection.